Manufacturer narrative:
Physio-control further evaluated the removed therapy connector assembly and hard paddle assembly. It was confirmed that a broken pin (pin 9) from the hard paddle assembly had become lodged in receptacle pin 9 of the therapy connector assembly. This caused the charge button on the assembly to be inoperative.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the therapy connector assembly and the customer replaced the hard paddle assembly from their inventory. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that a connector pin had broken-off of a hard-paddles assembly and became lodged in their device's therapy connector assembly. As a result defibrillation therapy may not be possible. There was no patient use associated with the reported event.